Event description:
A oxygen flowmeter was being used on a blender. The flowmeter blew apart (thorpe tube separated from the rest of the flowmeter). It was being used as intended, connected to a 50 psi gas source. It was being used in a pt's room but nobody was injured.